Event description:
ICU director reported hearing an IV pump alarming in an ICU room. When they went to check on it, all chambers were stating failure. (Biomedical dept determined failure was classified as a code 500:320:844:0000 which means stuck key.) ICU director was unable to release tubing even through manual tube release. Patient was on critical drips to maintain blood pressure. Staff had to get new pump and prime new tubing with IV drips, and while doing this the patient went into cardiac arrest.